Manufacturer narrative:
Product complaint # : (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There was an issue with the suture dissolving faster than it normally should. There were no adverse patient consequences reported. Additional information has been requested.